Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message (sf197) was due to water damage of the pneumatic block and expiratory flow sensor. The pneumatic block and flow sensor was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an outlet flow sensor message (sf197) indicating that the device needed to be serviced. There was no patient injury reported as a result of this incident.